Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported no pulsatile flow seen from the marker lumen was not confirmed. The investigation was unable to determine a conclusive cause for the reported no pulsatile flow seen from the marker lumen; however, the treatment appears to be related to circumstances of the procedure. Reportedly, the device was not pre-flushed with saline prior to the procedure. It should be noted that the perclose proglide instructions for use, states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per instructions for use: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary interventional procedure. The proglide device was not pre-flushed with saline prior to the procedure. Reportedly, during the procedure, no pulsatile flow was seen from the proglide marker lumen. The proglide device was inserted further but no pulsatile blood flow was seen. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.